Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Reportedly the customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose.